Event description:
This MDR is being submitted as part of a retrospective review in accordance with a commitment made to the agency following the renal FDA inspection. A customer contacted baxter's technical service center requesting assistance to end therapy on the homechoice machine at fill 2 of 3. Home patient had cycled the power. The fill volume was 539ml. The technical service representative (tsr) helped the home patient end therapy. Home patient stated that she has an infection and is going into the hospital. She was just checking her drain. A follow up call was made to the home patient's nurse. The nurse stated that the patient had gone to the hospital and been diagnosed with peritonitis. The nurse did not know if the patient was still in the hospital and assumed she was being treated with antibiotics. The nurse had no further information.

Manufacturer narrative:
(B)(4). A 510(k) number is not available as this emdr is for an unknown renal disposable product. A sample is not available; therefore, no further investigational activities can be performed.